Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard leaked at the catheter/hub junction. The following information was provided by the initial reporter: IV lot number above, integrity in question. More bleeding at site than expected. New IV inserted without issue. (B)(6) 2024 following up today to confirm that the blood was leaking from the catheter/hub. The correspondence from the nurse who submitted the safety concern confirmed: ¿at first the blood appeared to be leaking from the site, but as I pulled the catheter back, I could see it was coming from the juncture of the hub and catheter. I removed the catheter completely and ran some saline through it, and that confirmed drips coming from the juncture of the catheter and hub.¿

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.